Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/13/2013 with the following findings: evaluation revealed that the battery compartment and battery cap had stripped threads. The battery cap was not able to tighten onto the battery compartment due to the stripped battery compartment threads. Additional testing could not be performed due to an unrelated display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment and battery cap had stripped threads. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.